Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606801 - femur cemented cruciate retaining (cr) ¿ 62834378 42532007101 - natural tibia cemented 5 degree stemmed left size e ¿ 62929141. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01979, 0002648920 - 2019 - 00336.

Event description:
It was reported that the patient began experiencing occasional knee pain approximately 20 months post implantation. There is no revision surgery planned. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during primary surgery. Office visits notes at 4 year follow up stated that the patient experienced occasional sharp medial pain with increase in pain level. The provided x-rays reported minimal radiolucency seen along the posterior bone cement hardware interface of the femoral component and anteriorly along the femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.